Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed; however there were noted damages (bent shaping ribbon, bent/ stretched tip coils). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking, the tip of a 3 cm balance middleweight (bmw) guide wire was noted to be broken. Therefore, the device was replaced with a non-abbott guide wire to successfully complete the procedure. There was no patient involvement. No additional information was provided.